Event description:
It was reported that the user experienced hyperglycemia following an occlusion alert while using an ilet system with a contact detach steel infusion set placed on the abdomen; the highest reported glucose was 244 mg/dl and the event resolved only after a full supply change, after which delivery was resumed and the user was advised to monitor for recurrence. Symptoms included headache and irritability. Outcomes included the need for troubleshooting, and shipment of replacement infusion sets, with no hospitalization reported. Investigation included customer communication and troubleshooting of the infusion set and infusion site. Investigation of this case revealed an infusion-set occlusion associated with the infusion line or cannula that interfered with insulin delivery, consistent with an occlusion that resolved after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion-set occlusion related to use conditions at the infusion site.

Manufacturer narrative:
Initial.